Event description:
When the surgeon was drilling, the drill guides bent causing metal shavings that fell into the patient. Suction was used to get the shavings out. There were no patient consequences.

Manufacturer narrative:
As of the date of this report, the complaint has not been received. Depuy mitek is in the process of trying to obtain more information about the event, and retrieving the device for root cause analysis. When more information and the device is received the results will be reflected in a follow-up report.